Manufacturer narrative:
Other relevant device(s) are : product ID: 3889, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the health care professional was asking about MRI for a patient who had a lead fragment. The mdt rep was redirected to oma to get literature on MRI with lead fragment. The cause of the lead fragment was unknown at the time of this report. No symptoms were noted or anticipated.